Event description:
Reportedly, the pt collapsed on (B)(6) 2010. The hospital has documented the ventricular tachycardias (vts) on (B)(6) and (B)(6). Nevertheless, these vts were not recorded in device memory.

Manufacturer narrative:
Sept 17, 2010 - this event concerns a device that was mfg and used outside the us. Analysis is pending.